Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. No patient anatomical information was provided in this case; however, it was noted that an attempt was made to advance the mini vision sds distal to a newly deployed vision stent. It should be noted that the IFU states, "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent." This interaction likely contributed to the reported failure to advance and subsequent stent dislodgement and is not a product quality deficiency.

Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: dislodged stent deployed in unintended site. Device issue: stent dislodgement. It was reported that the procedure was to treat the proximal and distal lesions of the left circumflex artery (lcx). An attempt was first made to directly stent thr distal lesion with a 3.0 vision stent delivery system (sds), but it would not go down far enough to reach the distal section, so he used it to stent the proximal lesion instead. Then, the 2.5 x 12 mm vision sds was advanced to stent the distal lesion, but it failed to cross through the newly deployed vision stent. The 2.5 x 12 mm mini vision sds was removed from the patient; however, the stent was observed to be missing from the balloon. Under fluoroscopy, the stent was discovered at the ostial lcx; therefore, a small balloon catheter was advanced through the dislodged stent and was slightly dilated before taking a more complaint balloon, which was used to fully deploy the stent in the vessel. No further patient effects were reported. No additional event or patient information is available.